Manufacturer narrative:
Block b3: exact date unknown, event occurred a week from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced increased discomfort in the back and felt that the ipg had shifted in the pocket. It was also noted that the patient had to charge the ipg frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility.